Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode where surgically explanted due to over-sensing of noise, resulting in a single inappropriate shock. An implantable cardioverter defibrillator (ICD) device was implanted due to patient condition. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.